Event description:
The patient contacted lifescan alleging that his one touch ultra meter was prompting the error 1 message, which indicates a problem with the meter. Ther medical affairs specialist spoke with the patient's son on the phone. The son said the patient usually controls his diabetes with diet alone. "Sometimes, he has taken a pill." The reported meter had not worked for about one month. The patient was going to his brother's house to test with the brother's meter; the son did not know what results were obtained. Last week, he called his medical supply company regarding the meter error 1 message. The medical supply company advised him to call lifescan. During the last month, the patient went to the doctor several times because he was not feeling well. The son did not know what blood glucose readings were obtained during the doctor appointments. The son stated that the father was not given diabetes treatment. He was not sure what advice his father had received from the doctors. The customer care representative (ccr) walked the patient through retesting with the meter and the error 1 message appeared. Based on the unresolved error 1 message, there is an indication that the product malfunctioned. As the patient had multiple doctors' appointments during the time of concern, without apparently receiving diabetes treatment there is no indication that he experienced injury. The complaint is classified as a product malfunction medical device reportable. The meter, test strips, and control solution were replaced. The mas advised the son to call lifescan if the replacement meter is not received by this afternoon.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.